Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician attempted to provided troubleshooting with the user over the phone. The technician made several suggestions for the user to try. The user originally found a video cable that was unplugged. The user tried to hook it up like another device in another room, but they did not have anything to base it off of. The user is running dvi in 1 on the monitor input from the aloka f75 unit. It was confirmed that the inputs were in the correct orientation and assigned right on the monitor. The user advised that they tried to run to another monitor, nds, and it displayed the dvi signal with no issues. This monitor needs to be sent in for repairs. After the call, the technician found a document advising the issue with dvi from the aloka to the oev262h monitor indicating a splitter, dvi to sdi converter, or software upgrade is required. Upon calling the user back to speak with them in regards to (B)(4) potentially being the issue of why the dvi does not display from the aloka f75 unit and the oev-262h software needing to be upgrade, the user informed that the monitor now displays an image. It was confirmed that once the previous call ended, the user power cycled the monitor and since the dvi cable was now plugged in it received an image. The user now has an image displaying on the oev262h monitor with no further issues. No further information was reported. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the oev262h monitor is displaying out of range. There is no image on the monitor. This monitor does not show the ultrasound image. There was no patient injury or harm reported. No additional information was provided.

Event description:
The event occurred on setup.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and resolution information reported by the user facility. The user facility resolved the problem upon power cycling the monitor and connecting the dvi. The legal manufacturer performed an investigation. A conclusive root cause was not identified, however, the issue may have occurred due to the signal out of range that the product can display.